Event description:
It was reported that there was an atrial lead warning for high impedance although the impedance appeared to be within normal range. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.